Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital, in hospice. The customer went to the hospital on (B)(6) 2016, at 4:00 pm and passed away at 8:30 pm. The caller stated that the customer went to the hospital for leg amputation due to gangrene, had the amputation, and the gangrene went to the second leg. The caller stated that from there on it went bad; the customer was in pain. The customer had diabetes since the age of (B)(6). The caller stated that the customer had an infection. The caller stated that the cause of death was ketoacidosis. The customer was not wearing the insulin pump at the time of passing; he disconnected the device the day prior to passing, on his own. The caller did not know the customer's blood glucose at the time of passing. The caller stated that the customer was brittle and his blood glucose was all over the place; it would jump from 45 mg/dl to 400 mg/dl or more. The customer was not using sensors. The caller declined returning the insulin pump.